Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose level of 40 mg/dl. Customer was treated with food for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer reported that auto mode feature was on. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer was not alleging insulin pump was over delivering. Customer¿s other blood glucose level was over 250 mg/dl. Customer was treated with bolus for high blood glucose level. Customer stated that insulin pump passed displacement test. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Blood glucose value from reported event was 199 mg/dl. Sensor glucose value from reported event was 144. Sensor glucose and blood glucose difference 55. Sensor glucose and blood glucose difference is not within target range of glucose difference. Customer reported they did not receive a sensor updating or sensor glucose not available alert and also did receive a calibration not accepted alert. The device will not be returned for analysis.